Manufacturer narrative:
Citation: haddad a et al. Transcatheter aortic valve replacement in patients with pure native aortic valve regurgitation: a systematic review and meta-analysis. Clin cardiol. 2019 jan;42(1):159-166. Doi: 10.1002/clc.23103. Epub 2018 nov 26. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis review comparing the outcomes between first- and second-generation valves for transcatheter aortic valve replacement in patients with native aortic valve regurgitation. All data were collected from a search of the medline, embase, cochrane, and scopus databases between 2007 and 2018. The systematic review included 12 studies with an overall cohort of 638 patients (mean age 75 years), 265 of which were implanted with medtronic corevalve bioprosthetic valves and 55 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, mortality rate for patients who did not survive until the 30 days post implant was 11%. The cardiovascular mortality at 30 days post implant and at the end of the follow-up period were 7% and 9%, respectively. The all-cause mortality rate at the end of the follow-up period was 17%. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: second valve required, permanent pacemaker implantation, cerebrovascular accident, conversion to surgical aortic valve replacement, myocardial infarction, mild-moderate-severe aortic regurgitation/paravalvular leak, major vascular complication, and major bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.